Event description:
Right tha. After the wound was closed, I noticed that I forgot to remove the checkpoint pin placed on the outside of the greater trochanter of the right femur. Confirmed with a nurse / surgeon. The anesthesia was extended and the surgeon reopened and removed the checkpoint pin. There was no abnormality in the pin, and the wound was closed again as it was, and the procedure was completed.

Manufacturer narrative:
Reported event: right tha. After the wound was closed, I noticed that I forgot to remove the checkpoint pin placed on the outside of the greater trochanter of the right femur. Confirmed with a nurse / surgeon. The anesthesia was extended and the surgeon reopened and removed the checkpoint pin. There was no abnormality in the pin, and the wound was closed again as it was, and the procedure was completed. Update: "the operation time was extended by about 30 minutes". Product evaluation and results: the alleged failure is not regarding the device failure. Product history review: product history review cannot be performed as lot no is not provided. Complaint history review: complaint history review cannot be performed as lot no is not provided. Conclusions: the alleged failure is not regarding the device failure. The checkpoint has been left inside by the surgeon and later removed, while our user guide states that the checkpoint should be removed before finishing up the surgery. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. H3 other text : device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Right tha. After the wound was closed, I noticed that I forgot to remove the checkpoint pin placed on the outside of the greater trochanter of the right femur. Confirmed with a nurse / surgeon. The anesthesia was extended and the surgeon reopened and removed the checkpoint pin. There was no abnormality in the pin, and the wound was closed again as it was, and the procedure was completed.